Manufacturer narrative:
Unit received with corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call that there was condensation under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.